Event description:
It was reported that during a laparoscopic cholecystectomy procedure, went to clip the duct and the device would not re-open. The device was reopened manually. No patient consequence. Unknown how case was completed. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specification. The jaws opened and closed as intended during analysis. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.